Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced recurrent hypoglycemia after initiating the ilet, including an overnight confirmed blood glucose of 38 mg/dl, with one episode associated with user error during tubing fill and additional lows occurring overnight. Symptoms included hypoglycemia. Outcomes included user education on site changes, safety measures for hypoglycemia, plans to temporarily pause use and restart later, and consideration of a higher overnight cgm target by the care team. Investigation included customer care follow-ups and education by field and customer care teams. Investigation of this case revealed use error during infusion setup and unresolved root cause for the overnight hypoglycemia. It was concluded that the cause of hypoglycemia was unclear and that user education was provided to mitigate recurrence.